Event description:
The patient reported that the pump was taken out due to an infection. At this point, he was not having it put back in

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen 500 mcg/ml; 24.03mcg/day via an implantable pump for intractable spasticity. The date of the event was unknown. It was reported the patient experienced an infection. The pump was explanted (B)(6) 2016 and was discarded. The issue was resolved. Patient status was alive; no injury. Specific patient symptoms, cause of the event, diagnostics were not reported; additional information has been requested, but was not available as of the date of this report.